Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing the ipsilateral approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After crossing of a non-bsc guidewire backed up with a micro catheter, a 2x150 coyote mr balloon catheter was advanced for predilation; however, the lesion was not dilated sufficiently. A 3mmx40mmx146cm coyote¿ es balloon catheter was then advanced for dilatation, however, on the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient.